Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the level of the defibrillation energy of their device was higher than expected during testing. In this state, wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.